Event description:
During routine testing, the user found that the monitor would only display a flat line. There was no pt involved. The problem was found to be an intermittent potentiometer (r452) in assembly. No specific cause for the potentiometer failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.